Event description:
The customer reported that prior to use for an rf ablation procedure, the generator turned off by itself. It was not used for pt. Another device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The return of the incident device has been requested. To date, it has not been received for eval. If the device is returned, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.